Event description:
The customer reported approximately 5 ml of cleaner fluid leaked from the coulter lh 750 hematology analyzer while running quality controls. The customer indicated that the leak was not contained within the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves during the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a disconnected tubing at port #7 of the blood sampling valve (bsv). The bsv port #7 connects tubing 207 to the white blood cell (wbc) bath. The fse refitted the tubing and verified the repair as per established procedures. The fse also reported that the instrument generated error messages associated with the event. Failure mode of the leak is attributed to a disconnected tubing at bsv port #7. Beckman coulter internal identifier for this report is (B)(4).